Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus medical systems india private limited (omsi) for inspection. This inspection confirmed followings; the reported event was confirmed. The angulation range of the bending section was insufficient, and there was play in the angle knob. The connecting tube was wrinkled. The bending section rubber was worn. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by following flow: the wire broke due to fatigue failure caused by repeated forceps raising operations. The broken wire went up due to repeated brushing around the forceps elevator or putting on and taking off the distal end cover. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that some of the wires that composed the forceps elevator wire was broken and raised. There was no report of patient injury associated with this event.